Event description:
The pt was deficient in a vitamin. It was ordered by the attending physician for it to be replaced. A consultant came along and ordered a different form of the same vitamin without discontinuing the other. This happens often and is sometimes missed by the pharmacy that delivers both drugs, often administered at different times. The nurses do not see the overall list. They only see what they are tasked with. The doctor does not know that a duplicate was ordered because the doctor is not able to see an alphabetized list of medications, and misses the vitamin ordered previously because of the monotony of scrolling though 2-3 pages of medications presented in random order. The cpoe device is not smart enough to know that the separately named vitamins are the same. Over time, this may result in a hypervitaminosis syndrome.